Event description:
It was reported that when the patient presented in the operating room for a device change out due to normal eri, the physician elected to replace the right ventricular lead. The lead did not show any abnormalities through fluoroscopic imaging. After the lead was removed, externalized conductors were noted. It was suspected that the lead may have been damaged during explant.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 9.3-9.8cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).